Event description:
It was reported that during the implant attempt, the left ventricular lead could not be positioned. The lead was not used, discarded by the hospital, and replaced with a different one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.